Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2025, a male patient underwent arterial thrombectomy using inari devices. The patient had a preexisting stent in his posterior tibial artery. During the thrombectomy, the artix mt thrombectomy device (mt6) caught on the patient's preexisting stent at an area of overlap. The physician attempted to resheath the mt6 and push the device forward; however, the device was only able to partially resheath and was unable to move forward. The physician then attempted to oversheath the device with a larger sheath but was also unsuccessful. The mt6 was eventually removed, however the patient's preexisting stent was fractured. As a result of the fractured stent, the medical team considered a below the knee amputation as a potential next step. Whether an amputation was carried out was not reported.

Manufacturer narrative:
The artix mechanical thrombectomy device (mt6) was returned and evaluated. Visual inspection revealed a piece of a stent tangled in the mt6 element. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The mt6 most likely caught on the patient's stent due to excessive force used during retraction of the mt6 through the stent. The device labeling includes the following precaution: "use caution when manipulating or advancing through a stent or graft." The device labeling includes the following warnings: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the self-expanding element into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." "Never advance or torque the artix mt against resistance without careful assessment of cause of resistance using fluoroscopy." The manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2025, a male patient underwent arterial thrombectomy using inari devices. The patient had a preexisting stent in his posterior tibial artery. During the thrombectomy, the artix mt thrombectomy device (mt6) caught on the patient's preexisting stent at an area of overlap. The physician attempted to resheath the mt6 and push the device forward; however, the device was only able to partially resheath and was unable to move forward. The physician then attempted to oversheath the device with a larger sheath but was also unsuccessful. The mt6 was eventually removed, however the patient's preexisting stent was fractured. As a result of the fractured stent, the medical team considered a below the knee amputation as a potential next step. Whether an amputation was carried out was not reported.